Event description:
Attorney reported: on (B) (6) 2005 - the pt was implanted with a kugel hernia patch to repair a hernia defect. On (B) (6) 2007 - the pt underwent removal of the kugel hernia patch. On (B) (6) 2007 - the pt was implanted with a composix kugel hernia patch. On (B) (6) 2009 - the pt underwent removal of the composix kugel hernia patch. On (B) (6) 2009 - the pt was implanted with another composix kugel hernia patch. The pt developed a fistula tract and wound infection resulting from the composix kugel hernia patches and kugel hernia patch. The pt continued to experience abdominal pain and discomfort after the hernia repairs.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Note: lot number 43ond191 was reported related to this device, however, this is not a valid davol lot number, therefore, we are reporting this as the lot number has not been indicated. See MDR 1213643-2010-00249 for info related to the composix kugel patch implanted on (B) (6) 2007. See MDR 1213643-2010-00250 for info related to the composix kugel patch implanted on (B) (6) 2009.